Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 426mg/dl and that the insulin pump alarmed battery out limit. Troubleshooting found that the customer took the battery out of the pump last night and forgot to put it back in. Customer declined high blood glucose troubleshooting. No further details given.